Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. A bent duraguard can occur if excessive side load was applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the maestro medium fixed duraguard was found in the repair bin at the user facility with a bent foot. No further information was available regarding this event.